Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a bladder pacemaker placed on (B)(6) 2014 from manufacturer. It was reported that it shocks the patient a lot. The patient had burning pain down their left leg and under their feet. The patient was not sure if the pacemaker supposed to flip over under their skin but it does. The patient did some research and noticed that there had been lots of complaints and recall. The patient was not sure who they should turn to for help. Please reference report#: mw5040232